Event description:
It was reported that a spectrum pump alarmed fr system error 322 during infusion therapy. This event occurred on the surgical floor of the hospital. The customer was not aware of any patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed through review of the event history log. Also, physical inspection of the interior of the pump found that the upper auxiliary bracket was able to move in and out from the upper latch due to a loose bracket screw. The screw was replaced during the repair process.